Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. It was stated that the customer had polyuria and polydipsia. It was also stated that the customer had nausea and vomiting. No further information was provided at the time of call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.